Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore,therefore twenty-nine (29) retention samples were evaluated and visually inspected at sumter. 1st and 2nd time pull out testing was performed using the twenty-nine (29) retention samples. Two (2) out of the twenty-nine (29) retention samples failed the test and did exhibit caps loose, thereby confirming the reported issue of pop out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap.

Event description:
It was reported that after use with bd vacutainer® serum blood collection tubes the stopper creeps. This occurred on 200 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: cap loose.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer(r) serum blood collection tubes the stopper creeps. This occurred on 200 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: cap loose.